Event description:
Literature review titled ¿examination of cases of silicone implant damage¿ reported "contracture, silicone leakage and breakage". This record is for an unknown side. Device was explanted. This article involved a style 410 cohesive silicone gel filled breast implant device.

Manufacturer narrative:
Continued e1 phone number: (B)(6). Continued e1 address: (B)(6). Clarification of the reported partial implant onset(b3) date: ¿the time from implant insertion surgery to the discovery of rupture ranged from 4 years 7 months to 7 years 7 months, with an average of 6 years 4 months¿. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: "contracture" grade unknown and "silicone leakage"(rupture). The reported event or events are physiological complications ("contracture" grade unknown), and device analysis typically does not help allergan determine the cause. Article citation: shirabe, shimizu. Abstract of ¿examination of cases of silicone implant damage.¿ abstract of the 69th annual meeting of the japanese society of plastic and reconstructive surgery, 22-24 apr. 2026. Kanagawa prefectural cancer center, yokohama, kanagawa, japan.